Manufacturer narrative:
(B)(4). Concomitant medical products: unk, unknown cup, unk, unk, unknown mltaper stem, unk, unk, unknown biolox head, unk. Report source, literature - mcgrory, b. Et al (2017). High early major complication rate after revision for mechanically assisted crevice corrosion in metal-on-polyethylene total hip arthroplasty. The journal of arthroplasty, 1-7. Doi: 10.1016/j.arth.2017.07.004. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported in a journal article that a patient, following original revision, underwent a closed reduction procedure due to dislocation. Attempts have been made and additional information on the reported event is unavailable.